Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had turned off. Customer stated that they were in pool and insulin pump went off. The insert battery alarm was not displayed on the screen of insulin pump. The contacts on battery cap were not damaged or missed. The battery compartment and spring was not corroded or damaged. The display of insulin pump was not returned after restart. The insulin pump had neither bumped nor dropped. There was no damage to reservoir, retainer ring and infusion set. Insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer reported that insulin pump is not turning on after being in the pool. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails. The device passed active current measurement test; it failed rewind, sleep current measurement, and self tests. During motor rewind, the unit returned a pump error 38. Unable to perform the displacement test due to the recurring pump error 38. Self test returned a pump error 75. The case was cut open. After visual inspection, there is severe corrosion on the battery board as well as on both electrical board 1 and electrical board 2. There is heavy corrosion around the electrical board 1 connector and rust on the home motor switch. Plus the motor gearbox is jammed. In summary, the customer¿s report of his/her insulin pump not turning on was not confirmed during testing. The pump error 38 is due to a combination of a jammed gearbox and rust on the home motor switch, and the pump error 75 is due to the heavy corrosion around the electrical board 1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.